Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the device's clips did load, but didn't fire when the surgeon squeeze the handle. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.